Event description:
It was reported that there were concerns of premature battery depletion for this pacemaker. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this pacemaker. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion for this pacemaker. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.